Event description:
It was reported that the patient was seen in clinic with high impedance and the generator was turned off. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.